Event description:
PICC catheter snapped near the entrance. There was still catheter remaining outside the pt, so the nurse was able to pull catheter out before it "floated" deeper into the pt.

Manufacturer narrative:
Product implicated is a 3 french catheter. Returned for evaluation is the catheter hub only, which measures 5.6cm. Lot history review was not possible since no lot number was indicated. The catheter separated inside the hub. In order to view the tubing, the catheter hub was dissected just distal to the separation point. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart.